Manufacturer narrative:
(B)(4). Fully fired cartridge. Eval summary: the analysis results showed that one original cartridge was returned fully fired and with seven b-formed staples at the distal end and one malformed staple stuck at the knife slot. As the instructions for use state: "prior to reloading the instrument, rinse the anvil and cartridge jaw to clean any formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirmed there are no staples on the anvil and cartridge jaw. Insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now reloaded and ready for use."

Event description:
It was reported that when the device was used during a lung resection procedure, after firing the section reload, the surgeon found some of the staples were malformed, so he used hand sewing to finish the procedure. There was no pt consequence.